Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. In addition the patient reports receiving a communication error while wearing the pod. The patient reports feeling anxious and having ulcers on their feet. The patient reports they had applied this new pod due to having to remove a pod during an magnetic resonance imaging (MRI) MRI procedure. While in the hospital the patient was treated with insulin. The patient was released from the hospital after 3 days. It should be noted the patient was already in the hospital for a discolored toe.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.